Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s course of antibiotics course was completed. At the time of this report, the patient was doing well, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient received intraperitoneal lupinem injection, 500 mg each bag (duration not reported) for the treatment of peritonitis. At the time of this report the patient was recovering from this peritonitis event and "doing well". Dianeal therapy was ongoing. No additional information is available.